Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.external insulation abrasion was noted at 8.1-8.7cm, 8.3-8.4cm, 9.6-10.0 cm, and 10.4-10.5cm from the distal tip electrode, consistent with lead friction to another device or heart feature. The etfe coating was intact at these locations.

Event description:
It was reported that an asymptomatic patient presented in the operating room for normal eri change out. Externalized conductors were seen through fluoroscopy. No electrical anomalies were detected. The lead was explanted and replaced. The patient was fine.